Event description:
The display is missing segments in the numbers and on the bar graph. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Customer tampered with the device. Upper and lower cases, side bail covers, battery drawer, and ring cover are broken. The ring is missing.